Event description:
It was reported that the patient presented in clinic for generator changeout. During interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable throughout.